Event description:
Patient noted to have significant bleeding from left femoral arterial line. Upon further inspection t connector was found cracked. Because of crack they were unable to replace connection. Femoral line was discontinued. Approximately 60 ml of frank red blood was lost. Baby required subsequent rbc infusion. Following infusion patient did well and has been discharged home.